Event description:
It was reported that "the wire had been removed from the patient, radiologist then held the end of the wire to place it back to the sheath (already in situ in patient) a 1-2 cm piece of the wire broke from the wire. A new wire of the same specifications and manufacturer was then open and used." Additional information has been requested regarding this event.

Manufacturer narrative:
The device has not been received for analysis as of the date of this report.